Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away. The caller was initially calling to inquire about expired products that belonged to the customer. The caller stated that while going through the customer's medical supplies; things were found that have been expired for years. The caller wanted to know how to dispose of them. The caller declined providing information regarding the customer's passing and disconnected the call.